Manufacturer narrative:
It was reported the patient experienced an infection on (B)(6) 2017 and peritonitis on (B)(6) 2017. The report of infection has been assessed as the peritonitis event. The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. The patient was not hospitalized for the event. The patient was treated with an unspecified medication. The patient outcome and action taken with pd therapy was not reported. Additional information is not available.